Manufacturer narrative:
Sections with additional information as of 23-apr-2021: h3 was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 182, 146 and 500mg/dl; result of 500mg/dl could not be confirmed in the meter memory. The customer¿s expected fasting blood glucose test result range is 95-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 138 mg/dl using true metrix air meter. Customer stores the test strips in her purse; the test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 02/2021. The meter memory was reviewed for previous test result history: (B)(6).